Event description:
It was reported that after a da vinci-assisted hysterectomy surgical procedure, the permanent cautery spatula had a bent tip and the supporting mechanism was broken/melted. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the event was confirmed to have been identified after the completion of a benign hysterectomy procedure on (B)(6) 2022 via system serial (B)(4). It was mentioned that they were unsure if anyone had inspected the permanent cautery spatula instrument prior to use. It was mentioned that to their knowledge no fragment had fallen into the patient but they were unsure because a piece of the instrument was missing after. There was no patient injury reported and they decided to not complete any x-rays or tests to check for potential fragments since they would not have completed another procedure to remove it anyways and the potential fragment was considered inert by the surgeon. There was no backup instrument used since the issue was noted at the conclusion of the procedure. The surgeon noted that the instrument was used for a long time and they believe that may have resulted in wear or thermal damage to the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis visual inspection of the distal end found the spatula to be bent. The root cause for the bent spatula tip is typically attributed to the user. Additionally, the instrument was found to have a broken ceramic sleeve. The broken piece is missing as a result of breakage. The size of missing piece is approximately 0.108¿ x 0.121¿ in length. No thermal damage was observed at the distal end. The conductor wire is not damaged or broken. The root cause of broken instrument ceramic sleeve is typically attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument or accidental collisions. Also, failure analysis confirmed that there was no thermal damage observed at the distal end of the instrument. A device log review for the permanent cautery spatula (part# 470184-13 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the permanent cautery spatula was last used on (B)(6) 2022 via system serial# (B)(4) for a benign hysterectomy procedure. There were 3 uses remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.